Event description:
It was reported to the manufacturer that the pt began experiencing moderate discomfort intermittently. Attempts to alleviate the discomfort by modifying device parameters were unsuccessful. According to the medical professional, x-ray views of the device did not show any anomalies that would contribute to reported event. Diagnostic tests performed on the pt's device revealed proper device function. It was indicated that the pt will be sent for a surgical evaluation to decide regarding revision surgery. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.